Manufacturer narrative:
A visual inspection of the pump revealed large amounts of ingested biomaterial. After removal of the biomaterial the pump ran within specification.

Event description:
Patient in the EU had a impella 5.5 pump stop. Pump unable to restart. Pump successfully explanted. Patient survived. No further measures required. Patient has already been hemodynamically stable again.

Event description:
In addition to the original filing of pump stop, it should be known the high purge pressure was also exhibited.

Manufacturer narrative:
(H3) the investigation into the reported "high purge pressure and pump stop" has been completed since the original report was filed. Product was returned for investigation. The device was inspected and found the lt log confirms high purge pressure and a pump stop. During the case the purge pressure recovered and was within specification at the time of the sudden pump stop. A visual inspection of the pump revealed large amounts of biomaterial on and around the impeller. The inspection also revealed that the patient cable was loose in the red handle. The cannula was removed to image the biomaterial present. The pump was then run and purged and the clot was removed from impeller. The high purge pressure was not reproduced and the pump ran within specification. The cause of the high purge pressure was most likely biomaterial. The cause of the pump stop was biomaterial. The cause of the product damage was bond failure at the patient cable to kink protector.